Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical devices: 693158 lead, implanted: (B)(6) 2005, 6940-52 lead, implanted: (B)(6) 1999. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead alerted for high impedance on the superior vena cava (svc) coil. The svc was programmed off and the alert was cleared. The lead remains in use. No patient complications have been reported as a result of this event.